Event description:
The customer reported that spectrum pump serial number (B)(4) keeps alarming downstream occlusion and will not stop or reset. There was no injury. The device was swapped out. No further info was available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. At this time the eval is not complete. A supplemental will be submitted once the investigation is complete.